Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: mitral regurgitation (mr) grade at the time of the second mitraclip procedure on (B)(6) 2019 was grade 3+. The previously implanted clips were well attached. The recurrent mr was related to pre-existing leaflet indentation and tethering. As the clip from the second mitraclip procedure was unable to reduce the mr and was not implanted, the mr remains unchanged at grade 3+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral regurgitation (mr), as listed in mitraclip nt system (jpn), is a known possible complication associated with mitraclip procedures. The investigation determined the reported recurrent mr appears to be related to patient morphology/pathology (pre-existing leaflet indentation and tethering). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for recurrent mitral regurgitation, requiring intervention. Patient ID (B)(6). It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were implanted and the mr was reduced to grade 1+. Approximately 1 year post mitraclip procedure, the patient was re-hospitalized with recurrent mr of grade 2+. Salt reduction and fluid reduction were prescribed to treat the recurrent mr. On (B)(6) 2019, a second mitraclip procedure was performed as treatment of the recurrent mr; however, the clip was unable to reduce the mr and was not implanted. The patient condition continues. No additional information was provided.